Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2001 d154atg implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance after receiving inappropriate shocks due t-wave oversensing (twos) on the right ventricular lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance after receiving inappropriate shocks due t-wave oversensing (twos) on the right ventricular lead. The device was reprogrammed and the lead remains in use. No further patient compl ications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.